Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve, the valve was implanted and angiography and intravascular ultrasound revealed the valve frame compressed the left main coronary artery. The valve was surgically explanted and a surgical pulmonary valve was implanted. No additional adverse patient effects were reported. Additional information was received that the patient was intubated and under general anesthesia at the time of the compression of the left main coronary artery, however, electrocardiogram (ECG) st depression was noted during the compression.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve, the valve was implanted and angiography and intravascular ultrasound revealed the valve frame compressed the left main coronary artery. The valve was surgically explanted and a surgical pulmonary valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.